Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2015 with the following findings: during testing, all the keypad buttons were intermittently unresponsive. The keypad cover was removed and evidence of contamination was found under all the key contacts. Unrelated to these issues, the keypad cover was returned cut and torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue with contamination under the contacts. This report is made based on results of investigation completed on 10/08/2015.